Event description:
It was reported that the prim cv w/3-port manifold & ext set experienced component separation, and leakage. The following information was provided by the initial reporter: material #: 42519e batch/ lot #: unknown (customer provided h37042519e1 which is invalid) one of the rubber ports on the IV line loosened and eventually popped off. This led to losing most, if not all, or the fresh frozen plasma (and vasopressors) infused to spill onto the floor.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of rubber port loosening and popping off the IV line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed device expiration date: unknown. FDA notified: the initial reporter also notified the FDA on (date) via medwatch #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the prim cv w/3-port manifold & ext set experienced component separation, and leakage. The following information was provided by the initial reporter: material #: 42519e. Batch/ lot #: unknown. (Customer provided h37042519e1 which is invalid) one of the rubber ports on the IV line loosened and eventually popped off. This led to losing most, if not all, or the fresh frozen plasma (and vasopressors) infused to spill onto the floor.